Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after a clamp was left open by the patient on an unused supply line. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 1 of 5. (B)(4) advised the patient to close all the clamps and transfer set to cycle power twice, clearing the error. (B)(4) explained that a large amount of air had entered into the disposable set. The patient explained that they left a clamp open on a spare supply line. (B)(4) advised the patient to discard the supplies and report the error to their dialysis nurse in the morning. No injury or medical intervention was reported. (B)(4) made contact with the patient's dialysis nurse. The nurse explained that the patient was currently in clinic with her, explaining the error. The nurse advised that the patient was doing fine and continuing with therapy.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.